Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The precleaning was performed immediately after the patient procedure. Water was aspirated through the instrument/suction channel with a suction pump. The forceps elevator was not raised and lowered three times during aspiration. Aspiration was done on both the first and second position of the suction valve. The air/water and balloon channels were flushed with water and air by using maj-1444 and maj-629. The air/water channel was flushed with water and air by using mh-948. Device presoaking was performed. The device passed the leak test. The detergent used was angiozyme xl3. The instrument/suction channel, suction cylinder and instrument channel port are brush points. The forceps elevator was not raised and lowered three times when submerged in detergent solution. The forceps elevator was not flushed. The distal end was not brushed with the channel-opening brush and single use soft brush (mah-18888). The distal end was flushed with maj-2319 (distal end flushing adapter). The device was not rinsed prior to manual disinfection. The disinfectant used was anioxyde 100. All channels were flushed with and immersed into the disinfectant. Filter water was used for rinsing after disinfection. The concentration and expiration date of disinfectant controlled. The aer (automated endoscope reprocessor) used was apa 20730. There were no defects with the aer. The name of the detergent is cln and the name of the disinfectant is paa. All the channels connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of disinfectant was controlled. The water quality of the rinse water was controlled. The water filter was replaced periodically in accordance with instructions for use. The device was dried by wiping with sterile paper and by filtered compressed air. The simple cabinet was used for endoscope storage. The subject device was in bacteriological control sampling and was sequestered while the results were obtained. It was disinfected with a soluscope. After each positive sample, it was disinfected on the bench with a disinfection time of 30 minutes. The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, during a routine control mandatory request by the french authorities, the evis exera iii gastrointestinal videoscope tested positive for contaminates. On (B)(6) 2023, the total flora tested negative for 5 colony forming units (cfus) of unspecified microorganisms. The operating channel tested positive for 1 cfus of pseudomonas aeruginosa, and the air/water channel and aspiration channel detected no growth. On (B)(6) 2023, the total flora tested negative for 2 colony forming units (cfus) of unspecified microorganisms, the operating channel tested positive for 75 cfus of pseudomonas aeruginosa and stenotrophomonas maltophilia, aspiration channel tested positive for greater than 100 cfus of pseudomonas aeruginosa and the air/water channel detected no growth. On (B)(6) 2023, the total flora tested negative for 2 colony forming units (cfus) of unspecified microorganisms, the operating channel tested positive for 13 cfus of stenotrophomonas maltophilia, air/water channel tested negative for 1 cfu of unspecified microorganism and the aspiration channel detected no growth. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on third-party testing, the device evaluation and the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - the device was not rinsed before manual disinfection. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: <1 cfu/endoscope (1 cfu/100ml). Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - lens glue (2x) --- white clouded. - charged coupled device cover lens glue --- white clouded. - distal end cover -- - scratch. - bending section rubber glue --- separated. - scope cover --- scratched. - air/water cylinder --- scratched. - bending tube --- movement. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The suggested event may preventable according to the following item in IFU. Reprocessing manual_ manually cleaning the endoscope and accessories_ "remove detergent solution from all channels" olympus will continue to monitor field performance for this device.